Event description:
It was reported that caller experienced cgm error during use of g7 sensor. No information was provided about impact to customer¿s blood glucose level. Customer did not perform pump reset because of time constraints, and customer support advised calling back later for further assistance, with no additional corrective actions documented.